Event description:
During troubleshooting of a check lines & bags alarm that appeared on the homechoice (hc) display during fill, the home patient (hp) revealed that the heater line was not all the way into the heater bag and the fluid was leaking out. The technical service representative (tsr) assisted the hp to end the therapy and explained the alarm. The hp stated she would do a manual drain. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the nurse on (B)(6) 2010 regarding the connection issue, it was revealed that the hp was seen in the clinic on (B)(6) 2010 and did not report any defects or loose connections with the supplies. Per nurse, hp is doing fine and continuing therapy without issues. Per nurse, the sample is not available and lot number is unknown. The nurse agreed to discuss appropriate setup procedures with the hp; but added that the hp will be starting on luer lock connections sometime this month. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a report of a check lines and bags alarm. The used sample was not returned to baxter for evaluation. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the spike was not fully inserted into the supply bag. The cause of the alarm is improper setup of the supply bag. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the check lines and bags alarms is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.